Manufacturer narrative:
It was reported that a patient underwent tan atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on 2/15/2019 indicating the lot#30121528l, manufacture date 9/26/2018, and expiration date 9/25/2019. Sections d4 and h4 of this report have been updated. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 2/15/2019. Section d10 of this report has been updated. The investigational analysis completed 2/26/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The physician did not attribute the causality of the event to the bwi product, but to the procedure. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical brk-1 transseptal needle (model# unknown, lot# unknown); agilis 8.5 inner 11.5 outer sheath (model# unknown, lot# unknown); carto 3 system (model# unknown, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent tan atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Prior to the procedure, a small pre-existing effusion was noted. At the end of the procedure while ablating, the effusion increased in size. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 350 cc of fluid from the pericardium. The patient remained stable throughout the entire case. The activated clotting time (act's) was monitored throughout the case and ranged between 300-350 seconds. The patient required extended hospitalization for observation purposes. There¿s no information regarding patient¿s outcome. The physician did not attribute the causality of the event to the bwi product but to the procedure. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and an agilis 8.5 inner 11.5 outer sheath. The generator was used in power control mode. The power did not titrate during the ablation. The catheter irrigation was set at 8-15 ml/min. No error messages were observed on any bwi equipment during the procedure. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.